Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the suture sleeve detached from the lead, entered the patient's body and got stuck at the end of the lung. The lead was unable to be implanted, and an alternate lead was implanted instead on (B)(6) 2026. There were no patient consequences.